Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative results with the binaxnow¿ covid-19 antigen self test performed on an unknown samples. The customer owns a daycare center she buys otc test kits from drugstores for her workers. An employee had a negative test. The customer reported that the employee left the test card out on her desk over night and it turned positive after reading negative. The employee had a pcr the next day and it was positive no treatment but symptomatic.